Event description:
A customer from the (B)(4) reported to biomérieux a false susceptible cefoxitin screen result for a (B)(6) strain from a patient isolate in association vitek® 2 ast-p634 test kit (lot 7340467403). The customer stated that they used a (B)(6) plate as a purity plate, and a blood agar plate. The growth of blue colonies was observed which appeared to be a (B)(6) strain. The strain was tested with the ast-p634 card and (B)(6) was not detected. Laboratory reports showed the customer used a (B)(6) brilliance media, that is not validated for using in conjunction with the vitek® 2 ast-p634 card. Biomérieux requested that the customer repeat the test with columbia blood agar. Retesting the isolate on the impacted lot of vitek® 2 ast-p634 obtained a 1.0 susceptible result, that was confirmed as a (B)(6) strain: >= 0.5 resistant. The customer did not report patient information. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: results from the customer were reproduced internally; oxacillin susceptible result and oxsf negative test. The non-detection of mrsa is then confirmed for the strain 3 (aes phenotype "acquired penicillinase") and partially confirmed for strains 1 & 2 (isolated from the same patient) on the random lot only, since the customer lot, the combination of results obtained for ox/oxsf allows the expert system "aes" to give "acquired penicillinase or modification of pbp", suggesting to the user to confirm the results obtained. The most probable root-cause that could explain the issue on those impacted strains is related to their growth that occurred far later in the incubation cycle than most of s. Aureus isolates. Those 3 strains show a borderline behavior that could explain such late growth due to following reference results: - confirmed meca positive by pcr - kirby bauer cefoxitin (fox kb) resistant with the following diameters (s1 & s2: 21mm / s3: 20 mm) that are closed to or on the breakpoint ((greater than or equal to 22 mm: susceptible; less than or greater than 21 mm: resistant) - broth microdilution method (reference method) for cefoxitin (fox bmd) gave susceptible results (fox mic value = 4 mg/l) (on the breakpoint (less than or equal to 4 mg/l: susceptible; >4 mg/l: resistant) complaints trend analysis did not reveal the referenced issue as a systemic issue, complaints registered against this lot did not reveal any trend.